Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window, a broken belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer stated that there is little scratches on the screen. The customer device was exposed to water. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that the device was exposed to water. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.